Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05305. Same patient as 2134265-2009-04368. The patient was enrolled in (B)(6) 2005. A type iii lesion was identified in the left carotid artery. The reference vessel diameter was 5.0mm and the lesion length was 30mm. There was 95% stenosis as measured via nascet. The target vessel had severe tortuosity and 1+ calcification. Thrombus, dissection, ulceration or pseudo-aneurysm were not present. Cerebral protection was not utilized as it cannot cross. Pta was performed with an ultrasoft balloon catheter. A 7.0mm/30mm carotid wallstent monorail was delivered and the wallstent successfully placed at the intended site. Atropine 1.0ui was administered during the procedure. The procedure was technically successful. Peri-operatively the subject remained symptomatic and a minor stroke was observed. No action was taken. The stroke event resolved with residual effects. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure, the stent was patent. The patient was symptomatic and there was a complication less than 24 hours after the procedure that was described as a cerebral minor stroke, moderate right hemiparesis.